Manufacturer narrative:
(B)(4). The device ((B)(4)) was returned and the complaint was not confirmed and no new issues were observed during the product testing. All results were within the range specification and no errors were observed during control solution testing. The readings reported were present in the meter's memory log.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 27 mg/dl, 44 mg/dl and 88 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.